Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the ventricular setscrew was tightened. However, the device was kept implanted because the lead electrical results were satisfactory.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. H6: cod: other, labeling reviewed. (B)(4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in manufacturing to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use. For a visual example of the proper lead connection procedure, (B)(4). The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured after this sterilization lot (lot no. 2332). Consequently, this hypothesis is rejected for this specific device. It is more likely that the setscrew head got damaged during the first screwing operation, which induced the reported event. Nevertheless, this case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.